Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed an absorber panel open error was displayed, preventing mechanical ventilation. The absorber panel was reclosed, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit failed to switch to mechanical ventilation when requested, during a case. There was no report of patient injury.